Event description:
Patient underwent a heart valve replacement with the closing count reported as incorrect for sponges. The surgical area and cavity were explored and chest x-rays were taken. X-ray film did not reveal the presence of the sponge. Subsequent chest x-rays were taken postoperatively for other reasons, none of which revealed the presence of a sponge. Five days later acquiring a CT scan for an unrelated condition was obtained and revealed a sponge. Patient underwent thoracostomy tube placement for drainage of an unrelated effusion, at which time, the sponge was also removed. It is believed that the bar-coded safety sponge could not be identified on the plain radiographs because of a design flaw; it has only one linear radiopaque marker which strongly resembles other lines and tubes. The sponges previously used by the facility contain multiple radiopaque threads in a sinusoidal pattern. The co has been contacted and will be acquiring the previous sponges with the sinusoidal pattern and processing these with the safety sponge system bar code labels.